Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the device failed a o2 low flow calibration test. The active exhalation control module will need to be replaced to resolve the issue. Additionally, the rubber feet are missing, and the handle o-ring needs to be replaced.